Event description:
"Pessary was stuck in the pt's vagina. She went to her doctor to have it removed and was unsuccessful. The pt's doctor sent her to the emergency room where they put a hole in the pessary to remove it".

Manufacturer narrative:
(B)(4).